Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device had an issue loading software and gave an error message, "power cpld installation failed. All clinical functionality has been disabled. Device must be returned for service." There was no reported patient involvement/adverse patient impact.